Manufacturer narrative:
The impella cp was returned for this investigation. During the visual inspection of the pump it was found that the portion of the pigtail, which had been cut off by the physicians was not returned. There were no signs of kinking on the cannula and no other signs of defect on the pump during the evaluation. The device was started and ran properly. In conclusion, the physicians attributed the perforation to forces they applied during insertion of the pump. The device was returned; however, the portion of the pigtail which perforated the heart was not returned. There was no evidence of damage to the rest of the pump. No images taken during the procedure were available for review. Without a complete device review, a definitive root cause for the perforation is unable to be determined. Due to the fact that a definitive root cause could not be determined, there is no corrective action recommended at this time. The failure mode will continue to be monitored and tracked. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 the staff was treating an (B)(6) female patient. During a mitroclip procedure the patient decompensated due to an air embolism. An impella cp was then placed in the patient via the left femoral artery (lfa.) The pump was just turned on, but the fluoroscopy images revealed that the pump was too deep in the ventricle, resulting in the physician pulling it back. An echocardiogram revealed a decompressed left ventricle (lv) and the right ventricle (rv) was down. The patient also was found to have severe tricuspid regurgitation (tr), right to left shunting, right ventricle infarction and severe pericardial effusion. Blood products and the inotropes were administrated. The patient was then taken to the operating room to explore possible patient bleeding. Upon arrival in the or a swan was placed, and while waiting the patient began to dramatically improve. An echo that was performed which showed that the lv and rv were now back to baseline and the confidence interval cardiac index was now at 2.4. Approximately 15 minutes later the patient decompensated, and had low native heart pulsatility. At this point the surgeons opened the patient chest and found a very large clot that was then removed. While exploring the patient's chest the surgeons felt a hole with a protrusion on the backside of the patient's heart. The heart was tilted and the impella cp's pigtail was found to have perforated through the ventricle. The surgeons tried to pull the pump back through, but then decided to cut the pigtail off and bring the pump back into the ventricle. The ventricle was successfully repaired. The patient was then weaned down on the bypass pump and put back up on the impella cp flow, although the a biomed representative had advised the surgeons to remove the pump due to the fact that the pigtail had been cut. An echo confirmed pump placement and color flow was up in the ascending aorta. Although the surgeon wanted to continue impella cp support to keep the patient stable, the a biomed medical director was contacted, and it was recommended that the pump be removed as it could damage the patient's heart with the blunt tip exposed. Upon arrival of the patient to the sicu the patient remained stable and all drips were off. The impella cp pump was weaned from the patient and successfully removed. The patient remained stable. The clinicians reported that they were aware that the vascular perforation was the result of their excessive force on the pump during placement.